Manufacturer narrative:
It was reported on (B)(6) 2017 that the event occurred "sometime last week". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device detached from the safety housing upon attempting to remove after injection. The needle broke off inside the patient's muscle and the doctor had to pull it out by hand. No injury to patient or clinician was reported.

Manufacturer narrative:
One box with 90 unused samples of the same lot were returned for evaluation. Visual inspection of all devices did not show disconnection. Functional testing involved 45 of the unused samples in a simulated use test and showed no disconnection. Functional testing also involved 5 of the unused samples in a iso standard (B)(4) and showed that all samples passed. Based on the evidence, no fault was found and the root cause of the reported issue was unable to be determined.